Manufacturer narrative:
Corrected fields: b5. Describe event or problem; h6. Device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to atrial undersensing. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to atrial undersensing. A new lead was implanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Several observations were noted with the physical integrity of the lead: twists in the lead body approx. 60mm from terminal end; both sets of seal rings were cut off-induced damage; tool marks on outer insulation approx. 490mm from terminal end; deformed insulation and coils due to suture thread tie down; blood/body fluid in the lumen(s) - due to damaged insulation. Additionally, visual inspection revealed cracked/torn polyurethane insulation at the distal end of the terminal boot (~53 mm from the terminal end) -- consistent with environmental over stress (environmental stress cracking).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Several observations were noted with the physical integrity of the lead: twists in the lead body approx. 60mm from terminal end; both sets of seal rings were cut off-induced damage; tool marks on outer insulation approx. 490mm from terminal end; deformed insulation and coils due to suture thread tie down; blood/body fluid in the lumen(s) - due to damaged insulation. Additionally, visual inspection revealed cracked/torn polyurethane insulation at the distal end of the terminal boot (~53 mm from the terminal end) -- consistent with environmental over stress (environmental stress cracking). Corrected fields: b5. Describe event or problem h6. Device codes

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.